Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to malfunction. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician chose to use a spectranetics 16f glidelight laser sheath to aid in lead extraction. After the glidelight had passed between the innominate and superior vena cava (svc) regions, the patient''s blood pressure dropped. The physician decided to quickly finish removing the rv lead, and then performed a thoracotomy. An svc perforation was discovered and was successfully repaired. The patient survived the procedure. This report captures the glidelight in use when the svc perforation occurred, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.

Manufacturer narrative:
Patient''s date of birth unk. Patient''s weight unk. Patient''s ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.